Manufacturer narrative:
MDR-3009897021-2019-00086_109470-iss will address the allegation of fascial dehiscence. MDR-3009897021-2019-00085_109470-iss will address the allegation of facial dehiscence and organ space abscess. Correction: MDR-3009897021-2019-00086_109466-iss will address the allegation of fascial dehiscence. MDR-3009897021-2019-00085_109469-iss will address the allegation of facial dehiscence and organ space abscess.

Event description:
MDR-3009897021-2019-00086_109466-iss will address the allegation of fascial dehiscence. MDR-3009897021-2019-00085_109469-iss will address the allegation of facial dehiscence and organ space abscess.

Manufacturer narrative:
Date of this event: specific date of the event is unknown as the study period was from july 2015 to july 2016. Device evaluated by MFR: device discarded, identifiers not known. Based on the information provided, it cannot be determined that the alleged infections are related to the v.a.c.® therapy. Kci made multiple unsuccessful attempts to obtain additional clinical and device information. It is unknown if antibiotic therapy was provided.. The article noted that the inpwt were applied to patients with clean-contaminated, contaminated or dirty-infected wounds (classes ii-IV) according to the classification of center of disease control. The article noted a higher rate of surgical site infections were found in the self-made inpwt system group when compared to the commercially available prevena¿ therapy group. The article also noted the self-made inpwt dressing was supposed to remain in place for seven days. No additional information is available. This report is being filed due to intentional off-label use of v.a.c.® therapy. Device labeling, available in print and online, states: dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often han 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. (B)(4).

Event description:
On 18-jun-2019, the following information was received by kci after a review of journal article, m. Mehdorn et al. "Incisional negative pressure wound therapy does not reduce surgical site infections in abdominal midline incisions: a case control study". Doi.org/10.1080/00015458.2019.1599180. The article noted that two sets of epicutaneous npwt [negative pressure wound therapy] systems were used; the commercially available inpwt [incisional negative pressure wound therapy] prevena¿ incisional management system and a self made dressing from the regular v.a.c.® therapy set [v.a.c.® granufoam¿ dressing]. The article noted that in common abdominal surgery procedures with midline incision including class iii and IV wounds, a decrease in surgical site infections could not be shown. The self made incisional dressing from regular v.a.c.® therapy group had a higher number of ssi [surgical site infections] (13 patients) when compared to the number of ssi's in the commercial group using prevena¿ therapy (2 patients). The types of ssi noted in the article included superficial ssi with no operative revision and open conservative treatment (8 patients), superficial ssi with operative revision (5 patients), fascial dehiscence, (1 patient) and facial dehiscence and organ space abscess (1 patient). The article does not specify which inpwt group experienced each type of ssi. The article also noted that 7 patients who had an initial ssi received subcutaneous npwt for wound preconditioning. Of these patient's, 4 experienced a second ssi after secondary closure. No additional information is available. The v.a.c.® therapy unit type and serial number were not provided and no product was returned, therefore, a device evaluation could not be performed. The v.a.c.® granufoam¿ dressing lot numbers were not provided, therefore, a device history review could not be performed. MDR-3009897021-2019-00082_(B)(4) will address the allegation of ssi with prevena¿ incision management system. This MDR_(B)(4) will address the allegation of superficial ssi infection, no operative revision. MDR-3009897021-2019-00083_(B)(4) will address the allegation of superficial ssi infection, operative revision. MDR-3009897021-2019-00086_(B)(4) will address the allegation of fascial dehiscence. MDR-3009897021-2019-00085_(B)(4) will address the allegation of facial dehiscence and organ space abscess. MDR-3009897021-2019-00087_(B)(4) will address the allegation of secondary ssi after secondary closure